Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Dual-chamber ppm system implanted (B)(6) 2024. Atrial lead dislodgement noted by biotronik technician at follow-up appointment in cardiologists rooms (B)(6) 2025. Atrial lead repositioning performed (B)(6) 2025.